Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a patient disconnect alarm had occurred. The customer stated that the unit was failing with a patient disconnect alarm. The remote service engineer (rse) and customer performed a troubleshoot together. The customer then noticed that the average air flow reading was 6.0 standard liter per minute (slpm) when set to 0 slpm. The rse recommended replacing the flow sensor assembly. The investigation is ongoing.